Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message "er2" on his/her adc freestyle libre sensor sometime during the night between (B)(6) 2018. The customer further reported he/she self injected glucagen i.m. (Glucagon) and had oral glucose with nutrition drinks. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message "er2" on his/her adc freestyle libre sensor sometime during the night between (B)(6) 2018. The customer further reported he/she self injected glucagen i.m. (Glucagon) and had oral glucose with nutrition drinks. There was no report of death or permanent injury associated with this event.